Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their right tooth outside of their two front upper teeth is behind the rest and it is noticeable, and they also have developed an under bite since using the aligners because a bottom tooth has been pushed out past the upper one on the right side. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.